Manufacturer narrative:
The referenced scope was returned for repair. The evaluation confirmed the customer reported issue; no image is displayed due to a defective imaging unit. Additionally, the bending section cover has scratches and a portion of the bending section cover adhesive is peeled off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsc) field service engineer was informed that the customer endoeye flex deflectable videoscope reportedly has no image, ¿it does not appear at all¿ which was found during an unspecified event. No death, injury or harm was reported to olympus. The scope will be returned for repair.

Manufacturer narrative:
Healthcare professional should have been selected on the initial report. Reuse should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, the board inside the video connector, or the malfunction of the system. Olympus will continue to monitor field performance for this device.